Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The top case was cracked on the front corner and the battery door was broken off. There was a travel course error in the history. Multiple flow and occlusion tests were performed. The reported problem was not duplicated. The analyst replaced the clutch half's left and right with leadscrew and the spring as a preventative measure.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a travel course error during occlusion testing. The malfunction did not occur during patient use.